Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned for evaluation because it was discarded after inspection at the hospital. Through follow up with the hospital, it was learned that infection was not detected. There was no pannus formation or calcification observed on the explanted device. At explant, a space between the sewing ring and the patient¿s native annulus was observed and it appeared to cause paravalvular leakage. Customer commented that this explant was not expected but not device related. Patient status was not provided. However, patient was "under treatment" as of (B)(6) 2013. Based on the information provided by the health care provider, the most likely cause for explant of this device is due to paravalvular leak as there was nothing wrong with the device itself. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, there is insufficient information to conclusively determine the root cause for the reported paravalvular leak.

Event description:
Reportedly, a 19mm aortic valve was explanted after an implant duration of approximately 2 years and 3 months (27.70 months) due to aortic regurgitation (ar). Through follow up with the physician, the following information was provided: the customer reported that a magna valve was implanted for aortic valve replacement (avr) to correct aortic stenosis (as) on (B)(6) 2011. Follow-ups on the patient were routinely conducted at a different facility. From early 2013, aortic regurgitation appeared to worsen. Medical therapy was controlling the regurgitation and heart failure appeared. According to an echo and CT, prosthetic valve infection, degeneration of the device and lesion of the device were suspected. On (B)(6) 2013, the device was explanted and replaced with a magna ease valve, model 3300tfx19. At explant, a space between the sewing ring and the patient¿s native annulus was observed and it appeared to cause paravalvular leakage. Infection was not detected. There was no pannus formation or calcification observed on the explanted device. The patient was under treatment as of (B)(6) 2013. The device will not be returned for evaluation because it was discarded after inspection at the hospital. Echo report will not be provided. Customer commented that this explant was not expected but not device related.